Manufacturer narrative:
The device and the CPR stat padz were not returned to zoll as part of the investigation. The findings of this investigation are the result of device clinical data from the event in question. It has been determined that patient impedance signal fluctuating is evidence of poor coupling between the patient and the electrodes. Burns are consistent with poor coupling and can be an outcome from defibrillation during ideal circumstances. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Patient burns can be associated outcome with defibrillation events and is identified in labeling as an exected risk. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a male patient (age unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient sustained a second degree burn.